Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "ec 1871" problem was duplicated and according to the investigation this is a motor timeout error that can be caused by debris, a broken optic sensor, locked motor or faulty main board. According to the investigation, while disassembling the pump, it was noted that the chassis connector was not seated in the board connector j5. The investigation noted that the pump chassis connector was not fully seated in the board socket and this is a service and repair assembly error. According to the investigation the pump connector was reseated, and a complete pm was performed.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "error 1871" alarm message. No reported adverse effects.